Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that a catheter event was confirmed. The patient had a cerebrospinal fluid (csf) leak and a blood patch was performed on (B)(6) 2019. The patient had some seroma/fluid at the midline incision and headache. It was noted that an abdominal binder was tried but was not helpful, so the blood patch was performed to mitigate. It was further reported that the physician did not do a purse string suture at initial implant. At initial implant the physician only anchored two of the four suture loops. The pump was tilting. In the operating room on (B)(6) 2019 the pocket was revised to suture all four points. The patient felt that the pump may flip so this was done proactively. It was clarified that the pump had not flipped yet, just a proactive measure for comfort. The company representative had not heard on the patient¿s status of (B)(6) 2019. The pump was noted as having administered morphine with concentration of 0.5 mg/ml at a dose rate of .1 mg/day. The indication for use regarding the pump was non-malignant pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial #: (B)(4), ubd: 13-nov-2020, UDI#: (B)(4), the type of report was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. The previously applied device code c62917 is no longer applicable and was replaced with c62862. The previously applied conclusion code 22 regarding the pump was replaced with 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine, dose and concentration not reported via an implantable pump. The indication for use was not provided. On (B)(6) 2019 it was reported that the patient had a 20ml morphine pump implanted on (B)(6) 2019 and had it filled on (B)(6) 2019. Per the reporter, yesterday they did a lot more that they had in years. The pump was loose at the top from stitches that either came loose or tore out a couple weeks ago. The patient was seeing the surgeon on (B)(6) 2019. The patient stated that their back at the catheter site was really puffy and/or swelled. The patient was currently wearing a back brace to keep pump from trying to flip. The patient wanted to know what are signs of like spinal fluid leaking under skin or what was normal. No further complications were reported.